Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump was rebooting. The reporter noted that the threads on the battery compartment were stripped. The reporter stated that the battery cap was undamaged and there was no evidence of moisture or corrosion in the pump.this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on 04/24/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data showed occurrences of pump reboot. The battery compartment was found to have cracked at the threads area. The battery cap was not returned and a test battery cap was used for the investigation. The test battery cap was able to fully tighten and the pump powered on with the appropriated audible and vibratory functions. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. Unrelated to the reported power issue, it was observed that the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.